Event description:
It was reported that a failed calibration was experienced.

Manufacturer narrative:
The device was returned to smiths/ICU medical. The reported "failed calibration" problem was duplicated. The unit was tested, and the downstream occlusion sensor failed calibration. The downstream occlusion sensor stuck low. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device.

Event description:
Additional information received: all issues with these pumps were found during testing and repair at customer facility. No patient involvement.

Manufacturer narrative:
Other text: h6) additional information was received indicating that the event occurred during testing; there was no patient involvement.